Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient called regarding the mycarelink heart application and requesting that reconnection ¿come back on.¿ the patient also expressed frustration about the device's functionality and its lack of communication regarding health condition, specifically fluid buildup related to congestive heart failure. The patient was informed that the application was active and had successfully reconnected as well as ensured that the application remained open and took notes regarding the feedback being document in the system. It was also reported that the patient had complained about their implant and was advised to contact their heart clinic. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.